Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). To date no incident form has been received and no one can provide me with any info regarding the incident. According to the info received: there are three possible batches: (B)(4).